Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 30, the implant had not achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 30, the implant had not achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.